Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the suspected cause was due to higher than normal impedances on the electrodes being used during programming. The action taken to resolve the event was changed programming and used electrodes with lower impedances, so now the patient was feeling stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient that was implanted with an implantable neurostimulators (ins). It was reported that the patient has been using program a and reported that after recharging on saturday (B)(6) they could no longer feel the stimulation. The rep met with the patient on the day of this report and turned program a up, but the patient only started to feel it at 9 volts. An impedance check was ran and noticed that electrode 12, which was being used in both programs, has a very high impedance (over 3000). The patient was reprogrammed with program b using different electrodes and the patient could feel the stimulation at around 5 volts. No further complications were reported or anticipated.